Event description:
The patient underwent implantation of an afx2 bifurcated stent graft as treatment for an abdominal aortic aneurysm (aaa) on (B)(6) 2023. Approximately three (3) years after the initial procedure, the patient presented for an angiogram due to suspicion of an endoleak. At the time, the patient was in stable condition. The angiogram findings revealed both a proximal type 1a endoleak and a type 1b endoleak originating from the right iliac artery. To address the type 1a endoleak, the physician implanted a 28x75 afx vela suprarenal cuff and an afx vela infrarenal cuff. For the type 1b endoleak from the right iliac artery, a 22x45 ovation ix iliac extension was placed on the right side. Following these interventions, the endoleaks were successfully resolved.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.